Event description:
Physician reported right side rupture. The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6 d9 e1 h3 h6. A visual analysis of the returned device identified: weight to the spec, deformation, wear abrasion, crease fold, voids. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process and no openings or issues related to rupture device were observed.

Event description:
Physician reported right side rupture. The device was explanted and replaced with a non-allergan device.